Event description:
It was reported that during a tummy cancer procedure, two hours after the first operation, the patient's blood pressure was going down. The doctor found the staple of the tlc10 was not formed completely and led to bleeding. The patient was re-operated on and received a transfusion of about 1000cc.